Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that his blood glucose was normal. Customer stated that the up arrow button takes a while to respond. Customer stated that the button was responding but it takes a lot of tries to see if it works. Customer stated that he is visiting india and will be there for 6 months. Customer also reported that he needs supplies.